Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a "call tech support" message was displayed on the receiver screen. Functional testing was unable to be performed due to the error message. A review of the downloaded data log observed firmware errors, however, it is not related to the customer complaint on the date of issue. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.